Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient representative reported right side "intracapsular leakage, it was also observed the presence of two nodules" diagnosed by imaging scan on right side. Patient representative also reported concern for textured implant device concern. The device remains implanted.